Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be return to the manufacturer for evaluation. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported on (B)(6) 2015, pt of unk age and gender presented for an endovenous laser procedure. During the procedure, the treating physician withdrew the fiber from the sheath to ablate a second vein when it was noted the locking mechanism on the fiber shaft had detached. The treating physician was able to lock the fiber into place and successfully completed the procedure. The pt suffered no harm or injury due to this event. The reported disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the fiber fitting not adhered to the fiber cannot be confirmed as no sample was returned. Without receiving a sample for evaluation, we are unable to determine a definitive root cause. During the manufacturing process the presence of fillets on the fiber fitting is 100 percent inspected and also receives one aql inspection. In addition to those inspections, the tensile strength of the fitting on each fiber is tested. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).